Manufacturer narrative:
Mainframe- analysis found that the unit did not fully boot-up and remained on the screen with medtronic logo. Powered unit on/off several times with the same results. Unit requires a new cpu but the unit was beyond repair. Interface- analysis discovered bent pins and damaged cable for the interface cable. Replaced cable and both worn washers. Subsequently, the unit was cleaned and tested to manufacturing specifications. Concomitant medical products: product ID: 8253200, serial: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider reported via manufacturer representative that the mainframe and interface were working intermittently during the case. There was no patient impact.